Event description:
(B)(4). Severe back pain, joint pain,fatigue, muscle weakness, spotting all month, sometimes no menstrual cycle, last a lot longer then before essure, frequently/urgency urination. Stomach bloating trouble losing weight.